Manufacturer narrative:
Date rec'd by MFR: 12aug2019. The replaced power switch overlay was returned for failure investigation. The "power on" green led was detached from the trace. It was determined that the green led being detached from the trace caused the reported led failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01july2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician also identified that the ventilator's top cover was cracked. The power switch overlay was replaced to address the led indicator failure and the top cover was replaced to address the cracks. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
It was reported that the ventilator's led (light emitting diode) indicator failed. There was no patient or user involvement.